Event description:
Information was received based on review of a journal article titled, "polyethylene wear in oxford unicompartmental knee replacement: a retrieval study of 47 bearings" which aimed to measure the rate of polyethylene wear for the medial oxford ukr as a quantitative assessment. The secondary aim was to characterize the patterns of macroscopic wear, identifying normal or abnormal patterns as a qualitative assessment, using the oxford unicompartmental knee replacement (ukr) manufactured at biomet. The study was conducted over a period of twelve (12) years (1998 and 2003) and involved forty-seven (47) patients. The journal article reports the following revisions by reason: twenty-four (24) revisions due to lateral compartment arthritis; seven (7) revisions due to femoral component loosening; four (4) revisions due to tibial and femoral component loosening; three (3) revisions due to femoral component loosening and dislocation; four (4) revisions due to bearing dislocation; two (2) revisions due to meniscus fracture; one (1) revision due to deep infection; two (2) revisions due to unexplained pain. The authors of the study conclude that very low rates of poly wear are possible if the device functions normally. However, if the bearing displays suboptimal function (extra-articular, intra-articular impingement or incongruous articulation) the rates of wear increase significantly.

Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The following sections could not be completed with the limited information provided. Date of event - unknown; expiration date - unknown; date implanted - unknown; date explanted - unknown; (B)(6). Manufacture date ¿ unknown. It is likely that these complications and revisions have already been reported; however, it cannot be determined based on the limited information made available in the article. Should additional information relating to the events be received, the updated information will be forwarded to the FDA.